Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary:the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two weeks post filter deployment, a CT abdomen was performed which showed the ivc filter with its legs extending beyond the wall of the inferior vena cava. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for limb detachment, filter migration and filter tilt. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU(instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately thirteen years post implant, after x-ray examination it was determined that the filter had migrated, perforated and lodged in the ivc. It was further reported that the filter tilted and limbs detached and remain in the ivc wall the device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately thirteen years post implant, after x-ray examination it was determined that the filter had migrated, perforated and lodged in the inferior vena cava. It was further reported that the filter tilted and limbs detached and remain in the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard recovery filter was deployed at the l2 region prophylactically to mitigate risk of pulmonary embolism for a patient with prior to bariatric surgery. After, five days of post deployment the patient presented to the hospital with abdominal pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it was revealed that the filter with its tips at the level of the left renal vein and 2 legs of the filter within the right renal vein. Around, one week later, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter which appears to have several legs extending beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt, filter limb detachment, and filter migration. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Therefore, it is possible the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.